Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a sudden pump stop. The pump could not be restarted. The pump was explanted and replace with an impella 5.5. After explantation it was found that the impella cp was damaged when the patient underwent a ventricular septal perforation closure operation.

Event description:
On (B)(6), the hemodynamics remained unstable, so extracorporeal membrane oxygenation was additionally inserted. An investigation into the cause of the pump stopping when the impella cp was removed revealed that the thread used for the ventricular septal perforation (vsp) patch anastomosis had become tangled in the motor. The system was then escalated to an impella 5.5 and is currently operating without any problems. The vsp existed before the impella was inserted. The impella was not returned.

Manufacturer narrative:
B1 added adverse event due to new information received. B2 changed selection due to new information received. B5 additional information was received. E10 added concomitant product. H1 revised due to new information that was received. H6 health effect - clinical code was changed due to new information received. Added health effect - impact code due to new information that was received.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: pump stop: the cause of the pump stop was not determined due to no product being returned, inconclusive data log review, and insufficient clinical details. Device interaction or damage by another device: the cause of the device interaction or damage by another device was not determined due to no product being returned, inconclusive data log review, and insufficient clinical details.